Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient indicated that there was no known accident related to the event and she began to notice changes over 2 weeks ago. It was noted that the patient's back had been hurting for the past 2 months. The patient stated that 'her device was off' and when she went through airport security, she felt a shock. The patient further stated that she had lost weight since implant and her device was 'sticking out.' The patient reported her symptoms were located in the perineum area of the body and she felt 'a lot of pain in the bladder.' The patient further stated that she 'had bladder issues all her life and she had some procedure when she was very young.' It was noted that the patient was given the medication, almero, by her physician to help maintain the bladder lining. It was further noted that the patient had her device checked by a health care professional about 6 months ago, and was told that 20% was left on the battery. The patient also stated that she was not able to adjust the stimulation and that she was 'only getting 9-volt light to turn on even after replacing the battery.' A possible internal neurostimulator (ins) battery depletion was discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of event was unknown. It was unknown if patient required hospitalization. It was noted that patient had not shown up to last 10 appointments. Patient was last seen (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot# j0511373v, implanted: (B)(6) 2005, product type lead; product ID 3093-28, lot# j0511373v, implanted: (B)(6) 2005, product type lead. (B)(4).